Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 20027e batch/ lot #: 20055103 father of patient notified rn that filter on central line IV tubing was leaking. Rn switched out the whole line and filter on tubing. Filter tubing saved for unit cne (certified nurse educator).

Manufacturer narrative:
H.6. Investigation: no photo or sample was received by our quality team and the customer's complaint of leakage could not be verified at this time. A device history record review for model 20027e lot number 20055103 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no photo or sample being received, the root cause of this complaint could not be determined at this time. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with lot #20055103 regarding item #20027e.

Manufacturer narrative:
Date of birth: only that patient's age was provided therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 20027e; batch/ lot #: 20055103. Father of patient notified rn that filter on central line IV tubing was leaking. Rn switched out the whole line and filter on tubing. Filter tubing saved for unit cne (certified nurse educator).